Manufacturer narrative:
Patient information was not provided by the biomed representative. A medtronic field service engineer visited the site and found the following: reported issue was that during a case the rt heard a popping sound and found the louver covers were bent. Upon inspection, it was found that both louver covers and cable tray were damaged. Replaced the detector (upper) louver cover, straightened out the source (lower) louver cover and cable tray. System checkout performed. System passed all testing. System is fully functional; issue resolved.

Event description:
A site biomed representative called to report that during a spine case they heard a popping sound and found that the louver covers were bent. This was prior to the confirmation spin of the case, they used a c-arm instead. No impact to the patient.